Event description:
During a laparoscopic rfa of liver mass, a laparoscopic argon beam coagulator handpiece was used. As the surgeon was activating the electrode, no gas was coming from end of instrument. When instrument was touched to the liver it coagulated blood, however, when the device was removed, the tip was melted and smoke from the melted plastic was present. Settings were checked on the machine and were found to be correct.

Manufacturer narrative:
Conmed electrosurgery has made attempts to contact the initial reporter to obtain the suspect device for eval. Phone calls were made and voice messages left on august 6, 2009 and august 25, 2009. No reply/response has been received from the user facility.